Manufacturer narrative:
(B)(4) date sent: 10/20/2016. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the staple line incomplete or missing staples in the anus area ? How was the area repaired?

Event description:
It was reported that during a lap lar, it was found that there was a hole on the anus side of the ring out of the punching line. The device was used between the colon and the rectum. No bleeding occurred. The operation was finished and there were no adverse consequences to the patient. No device will be returning.